Event description:
It was reported that a patient underwent a retrograde nail removal procedure on (B)(6), 2015 because a screw was distally too long. She was initially implanted with bilateral intramedullary rodding on (B)(6) 2010. That initial procedure followed a motor vehicle accident in which the patient suffered bilateral femur fractures at the junction of the mid- and distal-thirds. It was noted in the operative procedure reports (dated (B)(6) 2010) that the rod length was measured at 340mm and a 10 x 340mm synthes retrograde intramedullary nail was selected and impacted into place. During the removal procedure on (B)(6) 2015, all of the hardware was removed from the distal nail. It was reported that the end cap, spiral blade, and distal locking screw were removed without complication. Two (2) proximal locking screws were incarcerated and would not come out. The screw head eventually stripped and then broke off. The surgeon attempted to trephine out the screw, but ended up breaking two (2) of the 4.5mm trephines. The surgeon tried tapping screws through the posterior cortex and ended up re-breaking the femur. The screws were eventually removed and the femur was re ¿rodded with a new retrograde nail. The procedure was completed with an unknown time delay of greater than thirty (30) minutes. This report is for one (1) unknown spiral blade. This report is 5 of 5 for (B)(4).